Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, breaking the solder joint connecting rear pulse wires and damaging gel fire wires in the cable. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt

Event description:
A us distributor returned a german patient's electrode belt and reported that the belt had exposed wires.